Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that loss of prime events had occurred for the last five days and that the last one occurred (B)(6) 2014. Reportedly, there was no change in temperature or force, the patient had been filling the cartridge correctly, there were no alarms noted for (B)(6) 2014 and the cartridge cap was not loose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: no damage or defects were noted. A force test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.